Event description:
During priming to initiate ivtm therapy, while the customer was properly pressing and holding the prime switch, the light on the thermogard ivtm system (sn unknown) was not consistently on, and the roller pump not consistently rotating. It is unknown what type of adjunctive temperature management used to continue with ivtm therapy. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Manufacturer narrative:
Correction made on the device's serial number location in section d4.